Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision not taken place, asr xl - left hip, reason for revision: unknown. Bilateral: com (B)(4) for right hip.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update - alert date 03 march 2017. Reasons for revision confirmed - component loosening (cup), alval/ soft tissue reaction.

Manufacturer narrative:
Asr revision not taken place; asr xl - left hip; reason for revision: unknown; bilateral: see (B)(4) for right hip; update - alert date 03 march 2017. (B)(6) received, reasons for revision confirmed - component loosening, alval/ soft tissue reaction. Added patient harm,event date/date of revision, surgeon name, amended hospital name, amended original implant date, lot numbers, date of manufacture and added product awareness date for all products, added product complaint category for cup and stem product details, taken from (B)(6) dated (B)(6) 2017. (B)(4). Update oct 30, 2017: email notification received. There is no new information added. This complaint was updated on: nov 01, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.